Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon went in to catch the specimen and get it out, the device tore. The case was completed with another device of the same product code. There were no patient consequences reported. The device was disposed of.